Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-field oversensing and inappropriate auto mode switch were observed. It was noted that episodes of auto mode switch were not recorded and that some episodes of the auto mode switch were not recorded and that the patient received high voltage therapy, but the device did not show the episodes during interrogation as well.

Event description:
New information received indicates that programming changes were made and the issue was resolved. The patient was in stable condition.